Event description:
It was discovered in house that while using 'dicom with body contour', it does not yield the same z location compared to dicom when presented with an even number of CT slices. The z shift is 1/2 slice thickness.

Manufacturer narrative:
For any clinical case using equal spaced slice thickness (you must use equal spaced thickness to use pib express)- it is expected that the slice thickness will not be more that 0.5 cm. Typical values observed are 0.3 cm. Since the error is avoidable if the user simply selects odd number slices, a user notice will be drafted and distributed to all affected users.